Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump history was missing data despite the pump being in use. No adverse impact to customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.